Event description:
The customer reported obtaining one (1) erroneously high immunoglobulin g (igg) result of 2879 mg/dl from the unicel dxc 800 synchron system. The customer reported the result out of the laboratory and the physician requested a re-run of the sample. Subsequent repeat of the same sample recovered igg results of 216 mg/dl and 206 mg/dl. The customer stated that there was no change or effect to patient treatment in connection with this event. Beckman coulter's review of the instrument's error log indicates that sample level sense error and cartridge chemistry (cc) sample probe obstruction error messages were displayed prior to the event. Quality control (qc) and igg calibration passed within specifications on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed performance verification test (pvt) 2 for cuvette dryness and pvt 3 for cuvette wash carryover, reagent probe carryover, and sample probe carryover. The fse indicated that the cartridge chemistry (cc) sample probe and cc mixer failed carryover tests. The fse discovered a partially obstructed cc sample probe, which would not clean properly internally, and a wash station insert which wasn't cleaning the cc sample mixer thoroughly. The fse proceeded to replace the mixer paddles, cc sample probe, cc sample probe wash collar, and cc mixer wash station inserts. The fse then performed alignments, and verified the repairs as per established procedures. Failure mode of the event is attributed to an obstructed cc sample probe and a wash station insert.